Manufacturer narrative:
The following additional codes apply per the information received: implantable neurostimulator model 97714, serial number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported being told by the patient that this was their fourth back surgery and they were having a lot of issues with the implantable neurostimulator (ins). The patient further reported via the rep, having felt stimulation turn on and sending a strong shock down the right side even though he had turned the ins off. Additionally, it was noted that the ins had drained from 100% to 25% in less than a week; the patient had not turned the ins on at all. It was unknown if there were any environmental/ external/ patient factors that may have contributed to the issue. X-rays were taken last week; however, the results were unknown. The rep had the patient turn the ins down to 0.0 volts and then confirmed it was off via the patient programmer (pp) indicating no lightning bolt present. The issue had not been resolved. It was later reported that there were lead placement problems. The health care professional (hcp) told the patient they wanted to do a lead replacement surgery.

Event description:
The patient reported via the manufacturer representative that the therapy was turning off by itself. Adaptive stimulation was used in programming. There were no error codes. The patient thought he may had seen a call your doctor message, but there was no evidence on the clinician programmer (cp) of a power on reset (por). The patient indicated he may have been looking at the top row of settings when he saw the "doctor" image (on return to clinician settings). Per the patient, it had occurred 3 times in the past 3-4 weeks. During these events, the patient confirmed the implantable neurostimulator (ins) status with the patient programmer (pp) correctly; stimulation turning itself off when it should be on. He confirmed that the ins was turning off and not that the patient was just losing stimulation sensation with stimulation on. The pp was not near the ins when it was turning off. The patient would turn the stimulation back on after these events and the low charge level was not causing stimulation to turn off. The patient always charged the ins when the ins reached 25% charge level. The patient turned stimulation off while charging the ins. The patient was not in any notable environment when the stimulation was turning off. Per the cp, the patient used stimulation 82% of the time since the last cp session. The patient did turn stimulation off at times, so 100% use was not expected. The rep did not check diary days to look for stimulation off event. It was suggested to keep a journal of the on/off incidents and obtaining a data file at a future visit if the issue continued. It was further reported there was a loss of stimulation and a shocking sensation, which occurred intermittently and was related to positional movement; when standing up. There were no trauma/falls reported that could be related to this issue. There were no recent medical tests or emi environmental exposure. The change in therapy was sudden. When meeting with the rep the prior day, the stimulation was adjusted and it felt good in his low back and both legs. When he got home, he turned stimulation on and he had no stimulation in either leg and then was shocked in the right leg. This had happened several times since the year started, but the most recent shocking event was yesterday. The patient had pre-existing nerve issues and they were maybe going to try some nerve blocks to determine which nerve was causing the issue. The indication for therapy was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# j0527115v, implanted: (B)(6) 2015, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had been seen on (B)(6) 2016 due to the shocking and the implantable neurostimulator (ins) turning off spontaneously. Since the patient had the ins turned to 0v and off, they had not been getting the shocking which was primarily in their left leg with maybe some in the right leg. The manufacturer representative stated that at the (B)(6) 2015, the health care professional (hcp) noted that they "did not think that the one of the extensions was going to make it." Impedance measurements were normal before and after the previous replacement in 2015 - addressed in MDR#3004209178-2016-13446. And normal on (B)(6) 2016 as well. The patient reported charging more frequently and the battery was draining even though it was off. The patient reported that they were charging more than what the clinician programmer statistics were showing. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the results of the x-rays that had been performed were unknown. The causes of the shocking, charging battery frequency, and battery draining were all unknown. The manufacturer representative stated that battery replacement with a possible lead revision were the actions/interventions that were planned or performed. It was also reported that at the manufacturer representative's last encounter with the patient, the patient had not turned the battery on and as a result the patient was no longer experiencing the shocking sensation. Additional information was received from the patient on (B)(6) 2016 reporting that their current device had been a problem since day one. The device started shocking them 5-6 months ago. A manufacturer representative kept going down to the office to adjust the device. The patient reported another manufacturer representative adjusted the device too. They were not getting any satisfaction from the device and finally turned it off. The patient was in pain and "the device was really screwing up" their life. The patient stated that the device needed to be removed and that it was an emergency. The patient saw their health care professional (hcp) on the (B)(6). The hcp stated that the device needed to come out but the patient was waiting on work compensation. The device was turned off; however, last night ((B)(6) 2016) the patient was laying there and the device started shocking their foot. The patient was in so much pain that they could not take it anymore. It was stated that it "killed" them to ride in a car. "The device needed to be removed or he was going to die." Additional information was received from a manufacturer representative on the same day as the patient call reporting that the manufacturer representative had spoken with the patient that day over the phone. The patient had not charged the implantable neurostimulator (ins) in months. The patient programmer needed batteries replaced and once the batteries were replaced the patient programmer would not sync with the ins. The patient was looking for a surgeon to remove the system. Additional information reported from the patient included the following symptoms: they were now walking with a cane, everything was affected including going to the restroom, and they were up all night because their bodily functions were affected. Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the manufacturer representative had spoken with the patient and suggested that they check the device with the clinician programmer as the patient was going to the emergency department; however, the patient declined and stated that they just wanted it explanted. Additional information was received from the manufacturer representative about a note given to them about the patient's hcp appointment last week. It was reported that the patient was in the office and was recorded to have had 6 lumbar operations. The patient had recently had several vasovagal episodes with leg pain which had been precipitated by 2 emergency room visits in the last month. Per the note from the hcp office, the patient had been complaining of low back and right hip pain with radiation to the testicles. When the patient turned their ins on they get a worsening of the testicular pain. The patient stated that they were not using it anymore and the battery had been dead for approximately 4 months. The patient reported frequent falls due to their bilateral foot numbness. They had recently had electromyography (emg) and nerve conduction studies performed which were not available for review at this time and were of the lower extremities only. It was reported that the hcp would see the patient again after the tests were completed. The lumbar incision was well healed. The hcp had typical changes associated with multiple operations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported the patient¿s managing health care provider recommended that he turn off his implant due to the shocking that he was experiencing, so that is what the patient did. The patient has not charged it, so his implant is dead since this last (B)(6) (2016). The patient noted that he would be having the whole system explanted sometime soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.